Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of erosion, pocket was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient contacted their representative on (B)(6) 2025, inquiring about having an MRI with the axonics system, claiming her ins battery has been removed and lead was left in place. After discussing with the patient, and the physician on call, the representative discovered that the patient had a full device removal on (B)(6) 2025, and the physician did not notify the field representative. The physician mentioned reason for removal was due to erosion of the incision, unknown cause and the physician would not answer any further questions about the device removal. The patient was successfully re-implanted with no complications on (B)(6) 2025. The representative has followed up with the patient on (B)(6) 2025 and stated that the patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006, UDI for concomitant product, tined lead: ((B)(4).

Event description:
It was reported that a patient contacted their representative on (B)(6) 2025, inquiring about having an MRI with the axonics system, claiming her ins battery has been removed and lead was left in place. After discussing with the patient, and the physician on call, the representative discovered that the patient had a full device removal on (B)(6) 2025, and the physician did not notify the field representative. The physician mentioned reason for removal was due to erosion of the incision, unknown cause and the physician would not answer any further questions about the device removal. The patient was successfully re-implanted with no complications on (B)(6) 2025. The representative has followed up with the patient on (B)(6) 2025 and stated that the patient is doing well.